Event description:
It was reported that, three years post water vapor therapy procedure, a patient is experiencing clots and blood in urine when being active or when in a bumpy situation. The patient has recently seen his urologist and has had an ultrasound. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptom of hematuria is a known risk associated with implants of these devices as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.